Event description:
The lens was implanted during corneal transplant surgery. A rent in the capsule was noticed. The lens was removed and replaced with anterior chamber lens.

Manufacturer narrative:
Lens received with a bent haptic.